Event description:
Caller states the aviva strip vial has an expiration date of 08/31/2008. Manufacturer reports the expiration date as 08/31/2007. No adverse event reported. Requested return of suspect device and replacement was sent.